Manufacturer narrative:
Section e initial reporter cannot be provided due to privacy regulations. Medtronic personnel reported event to manufacturer on beha lf of the customer. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient this 980 ventilator had smoke coming from the screen and, generated a shutdown alarm. The staff unplugged the equipment, and the patient's oxygen saturation decreased to 80%, so 1 ampoule of lorazepam was administered. The patient was removed from the ventilator.

Manufacturer narrative:
H3 it was reported that while in use on a patient this pb980 ventilator had smoke coming from the screen and generated a shutdown alarm. The staff unplug the equipment, the patient's oxygen saturation decrease to 80%, so 1 ampoule of lorazepam was administered. The ventilator was not made available to medtronic for evaluation. Good faith efforts were made to obtain additional details such as repair details to which there was no further information available from the customer. The investigation determined that there was insufficient information to determine the cause of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.